Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular and right atrial lead thresholds had risen and dislodgement for both leads was confirmed. The right ventricular lead was successfully repositioned. The physician attempted to reposition the right atrial lead and each time a location was found, the helix was extended but would fall out of place. The last time, the helix would not extend even after multiple turns. A new lead was successfully placed in the right atrium. No patient complications have been reported as a result of this event.